Event description:
An analysis was performed on the returned lead portion and the reported 'fluid leaks / breach in outer and inner tubing wall' was verified. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis incision and puncture marks were observed on the outer silicone tubing and a puncture mark was observed on one of the inner silicone tubes. The incision and puncture marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The puncture mark found on one of the inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside that inner silicone tubing. Determination could not be made as to when these incision and puncture marks occurred. With the exception of the incision and puncture marks, the condition of the returned lead portion is consistent with that which typically exists following an explant procedure. No other obvious anomalies, beyond the incision and puncture marks, were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
Device failure caused event confirmed in product analysis, but did not cause or contribute to a serious injury or death occurred.

Event description:
It was reported by our country representative in (B)(6) that during a battery replacement it was noted that a patient's lead had fluid in it; therefore, it was replaced. The lead has been returned for analysis and completion is pending.